Event description:
During an endovascular stenting procedure, a precise otw nitinol sys, 6x20 was removed from the packaging and prepped according to IFU. There were no anomalies noted with the device. While loading the device onto the v18 ptca wire, the scrub tech found it difficult to advance the device, therefore, additional force was applied in order to advance the device and the stent inadvertently deployed. This occurred outside of the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.